Event description:
As reported by sales rep, the shaft of the sleek (sleek 4.0mm x 40mm l=150cm) broke in two pieces. The balloon was prepped according to the IFU. There were no visible issues with the product upon removal from the package or after prep. The balloon was used in a patient, no harm to the patient. The balloon was advanced through a 40 cm, 6 french cook balkin sheath from the left common femoral access site to the mid-distal right sfa. There was significant calcification and no tortuosity. The original lesion was a cto, however, the cto had been treated using laser immediately prior to advancing the balloon. The balloon advanced into position and was inflated once. Upon deflation, the physician attempted to advance the balloon more distally and the shaft kinked in his hand. As he attempted to remove the balloon the shaft fractured into 2 pieces. The piece in the patient was removed easily and no harm was done to the patient. Another balloon was chosen (sleek 4 x 120) and used successfully with no concern. The device is available for return.

Manufacturer narrative:
The complaint received states that during an interventional procedure the sleek balloon fractured / separated while in the patient. The balloon was prepped according to the IFU. There were no visible issues with the product upon removal from the package or after prep. The balloon was used in a patient, no harm to the patient. The balloon was advanced through a 40 cm, 6 french cook balkin sheath from the left common femoral access site to the mid-distal right sfa. There was significant calcification and no tortuosity. The original lesion was a cto, however, the cto had been treated using laser immediately prior to advancing the balloon. The balloon advanced into position and was inflated once. Upon deflation, the physician attempted to advance the balloon more distally and the shaft kinked in his hand. As he attempted to remove the balloon the shaft fractured into 2 pieces. The piece in the patient was removed easily and no harm was done to the patient. Another balloon was chosen (sleek 4 x 120) and used successfully with no concern. Per clearstream: upon receipt of the product it was examined by a member of our product development department and a shaft break was confirmed. A number of similar complaints have been reported with the sleek product, several of those have been attributed to the use of too short a sheath during the procedure. It is clearly stated in the IFU that a sheath long enough to cover the rapid exchange port should bused. Cordis and clearstream are currently working on a way to emphasize the importance of this to clinicians. Several of the breaks have occurred outside of the body, or close to the hub, which would indicate a different defect; therefore clearstream has commenced an investigation into the catheter design to ensure it is not contributing to these failures. All actions from both parts of this corrective and preventative action will be captured (B)(4). The reported complaint was confirmed on analysis. Review of the information suggests that procedural issues may have contributed to the confirmed failure. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly. Please refer to the attached memorandum.